Event description:
The technician alleged the bed was not sending a nurse call. No pt impact.

Manufacturer narrative:
The technician found the communication cable was not connected to the wall. The technician connected the communication cable to the wall to resolve the issue.